Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.

Event description:
The customer reported they recently purchased two new arm batteries to replace expired ones. While both new batteries function correctly in one of thier arm units, they do not operate as expected in the second unit (serial number:(B)(6). When inserted into the second unit, the battery indicator briefly flashes as full, then immediately triggers a low battery alert. They reported that this did not occur during patient use.